Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set was leaking from an unspecified connector. The leak caused the filter to fill with air. This occurred during infusion of total parenteral nutrition (tpn) using a sigma infusion pump. The clearlink extension set was connected a buretrol set and a catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.